Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the mid superficial femoral artery. The physician implanted a 6mm epic stent in the lesion over a 300cm v-14¿ controlwire®. When the wire was removed, it got caught in the stent and the tip of the guide wire broke off and was lodged in the stent. The physician placed another stent over the wire fragment to secure it and the procedure was completed. The completion pictures looked good. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage. The wire was inspected and it has the distal tip kinked and the polymer detached exposing the core wire in the distal tip (299.4 cm from the proximal section). The other polymer section detached from the distal tip was not returned. Overall length couldn't be measured due to the device condition. Od (outer diameter) distal tip end near to the area detached, od middle of the device, and od of the proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the mid superficial femoral artery. The physician implanted a 6mm epic stent in the lesion over a 300cm v-14¿ controlwire®. When the wire was removed, it got caught in the stent and the tip of the guide wire broke off and was lodged in the stent. The physician placed another stent over the wire fragment to secure it and the procedure was completed. The completion pictures looked good. No patient complications were reported and the patient's status was fine.